Manufacturer narrative:
We are in the process of reviewing information. Additional information will be provided upon investigation conclusions.

Event description:
It was reported to arjo representative that there was an incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that during patient's transfer from the bed to the toilet, left leg clip detached from the lift spreader bar causing patient to fall of the sling. Following information provided, it seems that incident occurred due to an error during lifting procedure, as the claimed clip was hit by an obstruction (door frame) and then detached. As the consequence of the event , resident sustained lower extremity pain and negative x-ray for fracture or dislocation.

Manufacturer narrative:
It was reported to arjo representative that there was an incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that during patient's transfer from the bed to the toilet, left leg clip detached from the lift spreader bar and caused patient to fall out of the sling. Following information provided, it seems that incident occurred due to an error during lifting procedure, as the claimed clip was hit by an obstruction (door frame) and then detached. As the consequence of the event, the resident sustained lower extremity pain and negative x-ray for fracture or dislocation. After the event arjo qualified representative visited the customer to collect additional information and evaluate involved devices. Claimed sling was found to be worn, with unreadable label. Therefore, the sling manufacturing date cannot be determined. However, the sling was functional and there were no abnormalities found that could have caused or contributed to the patient¿s fall. No malfunction was reported regarding the lift. The attempt to reconstruct the event, during the technician visit, has shown that sling clips locked tight on the spreader bar lugs so they created an effective sling-lift system. Following information provided, ¿care taker "bumped' bottom clip on sling with bathroom door frame. Sling latch/clip came undone¿. The instructions for use for passive clip slings (IFU 04.sc.00-int1_4) provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: - ¿make sure that: all clips are securely attached¿; - ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process¿. Based on evaluation performed, the most probable root cause of the event was not following correct transfer procedure. According to the information provided by the facility, all the sling clips were attached correctly before lifting procedure. However, the caregiver accidentally bumped the sling with the bathroom door frame which caused the left leg clip to be pushed off by hitting an obstruction. The bumped sling, with the patient in it, started to swing from side to side. As the clip was no longer in a correct place, this led to its full detachment from the lift spreader bar and in a consequence to the patient¿s fall. To conclude, the system - clip sling and passive floor lift was used for the patient¿s care and in that way contributed to the alleged event. No defect has been found within the lift nor the sling that could cause or contribute to the event however, the clip detached from the lift spreader bar and from that perspective did not work as intended. We decided to report this complaint to the competent authority due to the circumstances: clip detached during transfer and the patient fell of the sling.